Event description:
It was reported that an asymptomatic patient presented in or for lead extraction due to externalized conductors. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 42.8-43.0cm, 44.8-45.0cm, and 46.4-46.6cm from the dsital tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.6-13.7cm from the distal tip. Internal insulation arbasion was noted at 7.4-8.3cm, 8.0-8.1cm, and 11.0-11.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.5-6.6cm from the distal tip. The etfe coating was intact at these locations.